Event description:
According to the reporter, during dissection balloon insertion on laparoscopic inguinal totally extra peritoneal procedure, there was a hole in balloon. Therefore, it did not inflate. They continued with manual dissection to resolve the issue in order to complete the case. There was no patient injury.